Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 40 mg/dl at the time of the incident. The customer stated that their meter readings were off by at least 30 points. The customer had given themselves a manual injection the night before. The customer was at 348 mg/dl at the time of the call. The customer used juice to treat. The customer experienced symptoms such as inability to talk and being clammy. The customer was wearing the insulin pump during the incident. The customer's physician stated the pump may be over delivering. Troubleshooting was completed and the customer will consult their health care professional. The insulin pump will not be returned for analysis until the customer consults their health care professional.